Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image scope error while using the colonovideoscope. There was no patient harm associated with this event.

Event description:
The customer reported that the no image issue occurred before the procedure began.

Manufacturer narrative:
This report is being supplemented to provide corrected data and additional information provided by the customer: corrected data: the device was returned and evaluated, and the customer¿s allegation was not confirmed. The curved rubber bond was cracked, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state due to elongation of the angle wire, and scratches were found on the scope connector. There was also a leak found in the scope connector, and scratches were found on the operation part, tip cover, switch box and operation unit cover. Additionally, scratches were found on the up/down knob, as well as the grip, the universal cord, and the scope connector cover. Additional information: the customer reported that the no image issue occurred before the procedure began. The date of the event was (B)(6) 2022. This report is also being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was presumed from the suggested event that the foreign material adhered to the electrical contact of the video connector and system can cause communication failure, or the failure in the system can be caused. The cause could not be identified since further information was not available. Olympus will continue to monitor field performance for this device.